Manufacturer narrative:
The device involved in this complaint is an ech0-25 device of lot# c874828. 1 x ech0-25 device of lot# c874828 was returned for evaluation. This echo device was received with the needle approx. Smm advanced and the stylet retracted approx. 152.5cm from the device. The sheath was examined and no kinks or bends were noted along the sheath length or below the sheath extender, when the sheath extender was positioned at reference mark 3. It was not possible to fully advance the stylet through the device; resistance was encountered in the handle. The handle of the device was advanced but it could not be advanced past reference mark 1 and could not be retracted. The distal needle tip was examined and confirmed to be intact; no damage to the distal tip was noted. On examination of the device it was noted that the needle could not be visualised within the side portholes of the device. To further evaluate the resistance during needle and stylet advancement in the laboratory the handle of the device was dismantled and the needle was removed from the device. It was noted that the inner cannula was positioned in the incorrect location in the handle. The needle was noted to be broken approx. 1 scm from the base of the proximal luer lock on removal from the handle. Another piece of broken needle was also removed from the handle. This needle part measured approx. 1.5cm in length and was severely kinked and twisted. The breakage point was examined and a slight kink was also noted on the distal end of the broken needle at the breakage point. This kink was approx. 19.5-20cm below the proximal luer lock. This kink was most likely the initial cause of the issue the customer experienced. No information had been received prior to the evaluation indicating that the needle was broken or there was a retraction problem experienced by the user during the procedure. The customer complaint was confirmed as the needle of the device was making a grinding noise and it was difficult to push. This was experienced as the needle was broken in the handle as a result of needle kinking in the distal end of the handle. The most likely cause of needle kinking and breaking in the distal end of the handle may be attributed to the inner cannula being over-inserted. Another possible cause of the needle kinking within the handle may be due to patient anatomy if the lesion being punctured was a hard lesion and required a particularly forceful advancement of the needle. The complaint information provided confirmed that the pancreas was very fibrotic so the needle did not pass smoothly through the tissue. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. A review of the manufacturing records for lot# c874828 revealed no issues which could have contributed to this complaint report. The notes section of the instructions for use that accompanies this device instructs the user prior to use to 'visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The patient did not experience any known adverse effects due to this occurrence. Quality engineering assessed this complaint and the risk has been determined to be low. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The device was used to fna a lesion. The pancreas was very fibrotic so the needle did not pass smoothly through the tissue and the physician had to push very hard when advancing the needle. While doing this, the handle started making a grinding noise and became difficult to push. Eventually the handle would not work at all it broke. Nothing broke inside the pt and no part of the needle remained in the pt. During device eval on (B)(6) 2014 the needle was confirmed to be broken and could not be retracted into the sheath. Adopting a conservative approach, it has been determined that this complaint currently meets the reporting criteria of a FDA MDR report the basis of the reporting precedence established for proximal needle breakages and non retraction of needles for this product family, regardless og pt outcome. No info had been received prior to the eval indicating that the needle was broken or there was a retraction problem experienced by the user during the procedure.